Event description:
(B)(4). Same case as: 2134265-2012-03017, 2134265-2012-03018. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and expired. Lesion 1 was located in the proximal left circumflex (cx). The lesion was 80% stenosed, 3.5mm in diameter and 26mm long. The lesion was treated with predilation and placement of a 3.5x32mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the 2nd diagonal. The lesion was 90% stenosed, 2.75mm in diameter and 22mm long. The lesion was treated with direct stent placement using a 3.0x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 3 was located in the 2nd diagonal. The lesion was 75% stenosed, 3.0mm in diameter and 8mm long. The lesion was treated with direct stent placement using a 3.0x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced myocardial infarction and was hospitalized on the same day. The patient expired the same day.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the three target lesion were additionally treated with thrombectomy prior to stent placement. Per the death certificate, cause of death was myocardial infarction.

Manufacturer narrative:
(B)(4).